Manufacturer narrative:
Based on the available information, the event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4), 2014. Height: (B)(6).

Event description:
The end user reported red weepy skin beneath tape border for three days. She stated that she has been using this wafer for 20 years. She stated she used topical antibiotic triamcinolone and an unknown oral antibiotic.